Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced adhesions, mesh folded over mesh, scarring, and recurrence. Post-operative patient treatment included revision surgery, hernia repair with new mesh, advancement flaps of trunk, tissue rearrangement of the vaginal and lower abdominal wall region, negative pressure application, removal of sutures, redundant skin tailor tacked together, and removal of mesh.